Event description:
In this event it was reported that an aseptico endo dtc motor failed to auto-reverse properly, possible causing two files to separate; the separated pieces were incorporated into the filling.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.

Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The file separation events will be reported in the us via asr, as appropriate. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.